Event description:
A malfunction alarm was reported with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. The malfunction code displayed was not resettable, and the pump was not replaced as it was out of warranty.